Event description:
The customer reported to baxter that one (1) unknown set was leaking at the back check valve during infusion of ativan (lorazepam) during patient use. The clinician checked the set; saw the leakage and changed the valve. No further incident is reported.

Manufacturer narrative:
(B)(4). The set is unknown however the sample is reported to be available for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. A 510k number will not be provided since the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.